Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they have spoken with their dentist who has taken digital scans. They confirmed that their bite is not aligned - poor contact at the molars. This was not true before starting of the aligners. The dentist thinks they should continue the treatment after reviewing the initial treatment plan.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.